Manufacturer narrative:
510k: this report is for an unknown sleeve/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image provided. The image was reviewed, and the complaint condition could be confirmed since the unknown sleeve appears to be stuck with the unknown screwdriver and cannot be disassembled. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an mis procedure with viper prime on (B)(6) 2019, a screw became stuck in the screwdriver and could not be removed. The stylet was also stuck. The surgeon needed to use other devices. Procedure was completed successfully with a delay of twenty (20) minutes. There were no patient consequences. This report is for an unknown sleeve. This is report 2 of 2 for (B)(4).